Event description:
After placing bed in the room, there was a distinct odor the next morning. Rptr unzipped the air mattress to find the foam overlay is laden with blood and bodily fluids and reeks of mold. The bed itself had been spray painted over dirt and dust, and is peeling and flaking. The bed was to have been refurbished by both companies, but there are no signs of this or any of the mechanical parts or motors. The underside of the bed had blood spots that reporter has washed off. The air mattress is ridden with small holes and is dry rotted. This bed is to be used for a girl who has cp. Reporter asks if companies are allowed to sell used hospital mattresses. Reporter understood that the bed was to be refurbished including new side rails and a new mattress. Reporter has contacted the state health dept. The medical resource company told reporter that they needed to address the matter with the company from which they purchased the bed. Reporter did and was sent a new mattress. This mattress had what appeared to be a new foam overlay on top of what looked like an air mattress with new fittings. (Which will not hook to the old air tubes as they are an older type). But when reporter further inspected the inner part of the set, the bottom foam was completely wet and has small brown mold spores growing on it, too.